Event description:
This lv lead was implanted on (B)(6) 2012 and remains implanted at this time. In a product experience report received on (B)(6) 2018 it was noted that this lead can not stimulate with high output. The hospital suspects a lead fracture as changing stimulation configurations does not capture. The device was then reprogrammed from ddd-biv with v pacing at 98% in wi 40. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).